Event description:
As reported by the user facility: sales representative reporting that air entered the line below the drip chamber, but there was fluid in the bag and drip chamber. Customer service there was approximately 18inches of tubing with air in the line below the pump. The pump did eventually alarm. The exact error is not remembered by the nurse at this time. No patient injury.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the evaluation results become available. (B)(4).